Event description:
As reported: 4.2x340mm drill broke while in use. The broken tip of the drill was broken while drilling through bone, it broke cleanly into two pieces. Once the break was discovered the surgeon disposed of the base of the drill and was forced to complete the surgery with the remaining fragment of the drill still present inside the patient's calcaneus. It was not located in a position that could be accessed for removal. After the surgeon discovered the drill tip had broken off it caused adverse consequences in the form of surgical delays totaling roughly 30 minutes, as well as additional surgical complications that increased the difficulty of the procedure due to an unanticipated piece of metal obstructing the anatomy. According to the surgeon the ambulation and level of pain of the patient would not be affected by the broken drill. It was located in a position that would not necessary harm the overall outcome of the surgery in the surgeon's opinion. This occured during an ankle fusion surgery using stryker's t2 ankle arthrodesis nail system.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be returned to determine the exact root cause of the event. However, based on the past complaints, it is observed that most common cause of failure is user related, when a surgeon tries to apply too much of force (torsion) on the drill to appreciate through the bone. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: 4.2x340mm drill broke while in use. The broken tip of the drill was broken while drilling through bone, it broke cleanly into two pieces. Once the break was discovered the surgeon disposed of the base of the drill and was forced to complete the surgery with the remaining fragment of the drill still present inside the patient's calcaneus. It was not located in a position that could be accessed for removal. After the surgeon discovered the drill tip had broken off it caused adverse consequences in the form of surgical delays totaling roughly 30 minutes, as well as additional surgical complications that increased the difficulty of the procedure due to an unanticipated piece of metal obstructing the anatomy. According to the surgeon the ambulation and level of pain of the patient would not be affected by the broken drill. It was located in a position that would not necessary harm the overall outcome of the surgery in the surgeon's opinion. This occured during an ankle fusion surgery using stryker's t2 ankle arthrodesis nail system.